Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications were received when attempting to load multiple cartridges. Reportedly, the cartridges were filled with 125 units of insulin. The cartridges were reloaded onto the pump to address the issue. Blood glucose level was not impacted.